Event description:
Damage to the anterior rectal wall occurred with extravasation of barium and air into the pararectal soft tissues. Event was reported by a dr who provides expert radiological opinions for litigation cases. During the last year, three cases of rectal perforation (this being one) have come to dr's attention. It is his opinion that the incidents occurred because of a design fault. Dr indicated that his intention in reporting the matter was to suggest a design improvement to make the catheter tip less traumatic, and thus, minimize the likelihood of this risk. Pt related to this particular event underwent a laparotomy and sigmoid colostomy. After 3 days a recto-vaginal fistula was discovered. The pt subsequently experienced pulmonary consolidation and collapse, hypokalemia, and wound infection. Pt was discharged from hospital in 1994.